Manufacturer narrative:
On (B)(4) 2013, amo's field service engineer was onsite to perform preventative maintenance (pm). Pm was completed and system meets amo specifications. Amo's clinical development manager (cdm) conducted an investigation on the possible cause of the dlk. Cdm determined that the possible causes were: new disposable canula. Statim 2000 autoclave. Tiles stored at ac unit. Only one technician supporting surgeries and sterilizing instruments. Usual eye drops/medications used during surgery: besivance, durezol, bromday, celluvisc, proparacaine. Also, zymaxid and mitomycin for photorefractive keratectomy (prk). Placeholder.

Manufacturer narrative:
Dr. (B)(6), site optometrist (od) stated she did not know who this dlk patient is, but will review patient files to try and identify this patient. Dr. (B)(6) later reported she had checked with technician and an incident report was done for each patient; if an incident report was not done than there was no patient information. Treatment date and incident date are unknown. (B)(6) is the initial reporter. Placeholder.

Event description:
Customer reported 4 cases of diffuse lamellar keratitis (dlk) who were treated on (B)(6) 2013. Patient had dlk.